Event description:
It was reported that the pt fell several times and was kicked in the head. The pt reportedly experienced sound quality issues and a decrease in performance. External equipment was exchanged, however, the problem was not resolved. Testing confirmed that the device was not functioning. It was reported that the pt has some electrodes that were extra-cochlear from the implant surgery. The pt's family decided to move forward for re-implantation in order to attempt better electrode array placement and performance. Surgery to explant the pt's device and re-implant with another advanced bionics device is scheduled.